Event description:
It was reported that the rigid video scope camera was very dark. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the fiber bonding in the outer tube area (distal end) was damaged and the light guide-bundle of the video cable section was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken light guide-bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope camera was very dark. There were no reports of patient harm.